Manufacturer narrative:
Follow-up # 1. Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed a replace cartridge alarm on the event date (B)(6) 2013 at 04:24; deliveries resumed (B)(6) 2013 at 05:49. Only typical usage was observed in the alarm history. The total daily dosages correctly reflect the user¿s programmed basal rates showing the pump was delivering accurately up until the last date used. The pump passed the required 29 hour flow accuracy test and was found to be delivering within the required specification. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly. The issue of inaccurate delivery could not be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced blood glucose levels up to 19 mmol/l. The reporter indicated that the patient woke up at 6 am and changed the cartridge related to an empty cartridge alarm; the reporter stated that the patient went back to sleep and woke up feeling lethargic and checked his bg and it was 18 mmol/l. The reporter indicated that the patient's supplies were changed out but the blood glucose elevated to 19 mmol/l with lethargy. The reporter stated that the patient did have an occlusion alarm just prior to the call during a bolus delivery but the patient was able to reprime the pump and complete the bolus. The reporter confirmed that there was no recent illness, no new medications, no change in diet, and no change in activity levels. The reporter was advised that the review of the pump indicated that the pump was functioning as programmed. The reporter requested that the product be replaced due to concerns about the safety of using the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of an unspecified pump malfunction.